Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's carelink monitor (clm) would "not stay on" using the new power cord that was sent. Also reported, the patient was able to send transmissions previously. A new clm has been ordered. No patient complications have been reported as a result of this event.